Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 300 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer changed infusion site and blood glucose levels stabilized.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.